Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the unit is making a popping sound. No alarm.

Manufacturer narrative:
The result of the evaluation was that the sieve beds were saturated, which does not confirm the original complaint issue.

Event description:
The dealer states the unit is making a popping sound. No alarm.